Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met. The device recorded 11 nst (non-sustained tachycardia), 12 vf (ventricular fibrillation), 16 noise episodes, and 5 lead failure predictor episodes of less than 220 ms v-v cycle between (B)(6) 2013. Of the 4,912 lifetime ventricular-sic, 4,909 have occurred since (B)(4) 2013. The lead integrity alert (lia) triggered on (B)(4) 2013 was due to meeting the conditions for the nst and v-sic and a lead noise alert was recorded on (B)(4) 2013.

Event description:
It was reported that the patient was hospitalized for frequent inappropriate shocks from the device. It was indicated that two days prior to the shocks starting, the patient had a surgical treatment because of an injury caused by falling from stairs and during the treatment electrocautery was used. It was noted that the patient had fell from the left side. Following the treatment the patient was discharged home and after going to bed the device delivered about 20 shocks and the patient was transported to the hospital. At the hospital additional shocks were delivered while the patient was under electrocardiogram monitoring and not in tachycardia. The episode data indicated the inappropriate shocks were caused by the right ventricular (rv) lead oversensing. Also, measurements indicated the rv impedance was sometimes more than 3000 ohms and the pacing threshold was high with intermittent loss of capture observed at 6 volts at 1.5 milliseconds. The lead integrity alert triggered with elevated short interval counts (sic). It was noted that x-rays were taken and site of a lead fracture could be identified. Settings were reprogrammed for the rv lead and the absence of noise was confirmed. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354trg, implantable cardioverter defibrillator, (B)(6) 2013; 6940, implantable tachy lead, (B)(6) 2003; 429678, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.